Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni¿) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access® accutni¿ reagent used in conjunction with the unicel® dxi 600 access® immunoassay system. An initial result of 0.60 ng/ml was obtained. The customer stated the initial result was not released out of the laboratory; the customer completed sample retesting prior to releasing any results. There was no patient consequence associated with this event. Subsequent testing of the patient's sample, on an alternate unicel® dxi 600 system, produced a lower result of 0.27 ng/ml. The customer then retested the sample, on the original instrument, and obtained lower results of 0.12 ng/ml and 0.16 ng/ml. The sample was also reanalyzed on the alternate unicel® dxi 600 system and produced a result of 0.27 ng/ml. The patient's sample was collected in 13x100 mm vacutainer tube and centrifuged at 3,000 rpm (rotations per minute) for six minutes. The sample was approximately one hour old, after collection. The customer indicated system check was within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access® accutni¿ device was returned for evaluation. The field service engineer (fse) performed precision test with tap water on both pipettor and with a new reagent pack; results were acceptable. The fse performed high sensitivity system check, and it passed within specification. The fse verified the aspiration speed to be within specification. The customer then performed ten troponin tests using controls as samples; results were within the precision specification. No system hardware issues were identified. The instrument was in normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.